Event description:
Prior to the start of surgery, the pt was grounded and bovie setting at 20 coag and 20 cut. This setting was confirmed with the surgeon. Upon activation of bovie pencil, a fire started. Immediately all drapes were removed and bovie turned off.